Event description:
A male patient, with poor lung function, underwent aaa repair on (B) (6) 2010. The patient received a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac leg. All devices were placed according to the IFU. Completed angiogram revealed a type ia endoleak. The operator decided to reballoon with coda balloon. He ballooned several times. Angiogram showed reduced but still evident endoleak. Operator decided to place another manufacturer's stent at the proximal end of the endograft. Ballooned with another manufacturer's 28x2 balloon, angiogram showed resolved endoleak. No patient complications. No renal compromise.

Manufacturer narrative:
Endoleaks are labeled in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. With the information provided it is difficult to determine a root cause. The imaging will not be returned and information concerning the patient's anatomy and the procedure were not provided. It is unknown how the complaint device may have contributed to the event with the limited information concerning the event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.